Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. As indicated, this device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen is nonresponsive. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was available for clinical use. During testing at the user facility the device touchscreen does not respond. No additional information was provided.